Event description:
At the completion of the 1st of 15 fractions for hdr breast brachytherapy using a mammosite applicator (made by proxima), the ir-192 source did not retract to the shielded position. The physicist tried to manually crank the source without success. The physician disconnected the transfer tube and applicator and placed the transfer tube (with source) in the emergency container. Unanticipated radiation exposure was received by the pt and staff (albeit less than the maximum limits in state regulations).